Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that her daughter's insulin pump alarmed motor error. The patient's blood glucose at the time of incident was 420 mg/dl, which she treated via insulin pump therapy. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The device was able to rewind without incident. However, a no delivery alarm occurred during the fill tubing process. The customer cleared the no delivery alarm, disconnected the tubing and reservoir, and used a plunger to manually push insulin through the tubing. Insulin successfully exited. The customer then rewound the insulin pump, reinserted the reservoir, and ran a manual prime: insulin exited the tubing. The customer was advised that the insulin pump was working as designed. No products were returned for analysis.

Manufacturer narrative:
The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, excessive no delivery and displacement test. No motor error or excessive no delivery alarm noted. The motor was tested outside to the device and passed. The insulin pump passed self-test, restart test and all operating currents measurement were normal. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.